Event description:
The customer reported that the battery life of their device depleted rapidly. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.